Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states ¿ablation on patient was in progress. High dose heparin being infused thru channel a, once lines were to be split and high dose heparin was to run between channel a and b, channel a turned off, and an error appeared. Error appeared and the brain module on pump began to beep, shut off. The rn ensured pump was not running/ infusing medication, then restarted pump and restarted medication. No additional medication was given to patient, and act remained stable. It is reported that a similar error alarm occurred earlier in the week. The pump was sequestered and returned to clinical engineering." There was patient involvement but no harm.